Manufacturer narrative:
The user facility is conducting an investigation as a follow-up to reports of patient infection. We understand the user facility is reviewing all their pre and post procedural standard operating procedures. The user facility contacted steris asking we perform an evaluation of their dsd edge endoscope reprocessing systems to rule out the equipment as a contributor to the reported event. A steris service technician inspected the dsd edge endoscope reprocessing systems and found no issues with the function or operation of the units. The technician tested the units, found it to be operating according to specifications and returned it to service. Steris will be collecting water samples to test the facility's incoming water. A follow-up MDR will be submitted if additional information becomes available.

Event description:
The user facility contacted steris requesting functional testing for two of their dsd edge endoscope reprocessing systems following reports of patients "coming back with bacteria."